Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a physically damaged diode array da200 on the monitor c/a board. The diode array pads were disconnected from the pca. The root cause for the damaged diode array could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us dist returned monitor sn (B)(4) for further investigation. Upon servicing the monitor was unable to power up.